Manufacturer narrative:
A 2 years retrospective analysis of the microport crm's complaints has been performed to review the reportability decision to FDA. The current event met the reportability criteria. Therefore, a MDR is sent by taking into account the validation date of this retrospective analysis as the last information received (28 june 2024). Please find below the investigation results: ¿ in depth analysis of available log files revealed that the reported issue is most likely linked to a mismatch of the certificate and the private key which prevents communication with bo. ¿ this anomaly can occur if an app update and certificate renewal occurs at the same time. O in this case, there can be 2 app temporarily running at the same time and the new certificate can be asked twice. O according to timings and in very rare cases, the app can register the certificate of the 1st request and the private key associated to the 2nd demand (or the other way round) ¿ as a result of this mismatch the unit loses the ability to communicate to bo.

Event description:
Reportedly, the screen shows no connection after entering the implant number. The sim card is well positioned.